Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see section h.10.

Event description:
It was reported that a cracked barrel occurred with a unspecified bd syringe. The following information was provided by the initial reporter, "contact reported that customer experiences multiple broken syringes but did not wish to provide further info regarding issue including event dates, bg, or troubleshooting info regarding how syringes break."

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a cracked barrel occurred with a unspecified bd syringe. The following information was provided by the initial reporter, "contact reported that customer experiences multiple broken syringes but did not wish to provide further info regarding issue including event dates, bg, or troubleshooting info regarding how syringes break."